Manufacturer narrative:
Date of event: exact date of each reported adverse event is unknown with currently available information, (B)(6) 2007, the beginning of the endovascular treatment, is determined to be the date of event. A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection of device.

Event description:
Conference: the 47th annual meeting of the (B)(6) society for cardiovascular surgery (held on february 27, 2017). Title of presentation: diagnosis and treatment plan of post-evar infection and aortitis around the abdominal aortic aneurysm ((B)(6)). From april, 2007 to august, 2016, the total of 536 patients underwent endovascular repair of abdominal aortic aneurysm using aortic endografts. Post-procedure computed tomography (CT) revealed that 10 patients experienced suspected stent-graft infection or aortitis around the abdominal aortic aneurysm. Of those patients, 3 patients, who were implanted with gore® excluder® aaa endoprosthesis, experienced the suspected stent-graft infection. The patients who suffered from the suspected stent-graft infection did not receive any reintervention.

Manufacturer narrative:
Date of event: as the exact date of the event is unknown, (B)(6) 2017, the date of conference presentation, is determined as the date of event. A review of the manufacturing and sterilization records for the device could not be conducted as item- and lot numbers of the device were not available.